Event description:
It was reported the patient could not shut their implantable neurostimulator (ins) off. The reporter stated the ins was placed in t heir abdomen and they had had the ins for almost 7 years. It was later reported that the patient hurt their neck in a car accident a couple of months ago. It was noted the patient had leads placed in their neck for arm pain. It was noted the patient had tightness in their muscles and it was hard for the patient to relax their muscles. The reporter stated it was hard for the patient to hold their neck so they could get decent stimulation therapy. It was noted that if the patient turned their neck, stimulation felt stronger. It was further noted the patient was working with a healthcare provider (hcp). It was noted the patient had not had an x-ray. Additional information received reported the patient had not had their follow up appointment with their hcp. The reporter stated that when they spoke to the patient on the phone, the patient was able to turn off stimulation. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3986a, lot # n158920, implanted: (B)(6) 2009, product type lead; product ID 3708360, serial # (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient. (B)(4).